Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior spinal fusion for ais (adolescence idiopathic scoliosis) using spinal system . Post-op, the patient developed distal junctional kyphosis (djk) after being conducted psf. The product used in the patient. No patient complication was reported at the present moment. Screw back out was observed with djk at lower level. Reportedly, djk occurred because the timing of performing the surgery for ais was late. The patient had developed a local kyphosis due to loosening of lower screws and so the surgeon removed the rod and extended fixation up to th11.